Manufacturer narrative:
UDI - not required for this product code/ lot number combination. Device was not implanted. The actual device was returned for evaluation. Investigation report #16-05-024. Visual inspection revealed the involved eliminate plus tore from the exit port to the distal end side at 7.8cm-8.5cm from the tip. Simulation test was performed by using new eliminate and ptca trainer. As a result of simulation test, the tear of exit port may have occurred by the removal operation, it is likely it was performed in the state of bending of the guidewire used together. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp)(importer) registration no. 2243441 is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. 3009500972. Exemption number e2015021.

Event description:
The user facility reported the catheter malfunctioned. In the case of (B)(6), they inserted a combination guide wire (sionblue), and performed thrombosis aspiration by the eliminate plus. When they tried to insert along guidewire to perform aspiration again, they noticed that about 5cm from the tip was split. For that reason, they stopped using the product. The patient was reported to be fine. The procedure outcome was successful.